Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation of implantable cardiac defibrillator (ICD), it was noted that the device exhibited far r over-sensing leading to inappropriate mode switch. No intervention was performed, and device is being monitored. Patient condition was stable.